Event description:
It was reported that; patient was operated on (B)(6) lower lumbar. Then on (B)(6) patient was operated for an extension of construct to t10 from l1. Patient came in complaining of pain. Surgeon was going to revise construct but decided bone quality of patient was poor and doctor removed everything. As shown on x ray pelvic screw did not hold onto rod. Blocker was still in the pelvic screw. Taking the rods out the rod was also broken.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the returned device was inspected and confirmed to be deformed. However, the deformation was found on the tulips outer body, which does not contact the rod. Additionally, the correspondence confirms that the blockers had remained threaded in the screw tulip. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. Investigation of the corresponding rod confirmed that it had fractured and that it was implanted for over 22 months. Conclusion: the most likely cause of the event is fatigue of the corresponding rod with the length of implantation. Contributing to the event.

Event description:
It was reported that; patient was operated on (B)(6) lower lumbar. Then on (B)(6) patient was operated for an extension of construct to t10 from l1. Patient came in complaining of pain. Surgeon was going to revise construct but decided bone quality of patient was poor and doctor removed everything. As shown on x-ray pelvic screw did not hold onto rod. Blocker was still in the pelvic screw. Taking the rods out the rod was also broken.

Manufacturer narrative:
Catalog# 482318590, lot# b37045. Investigation is in progress; a final report will be sent once investigation is completed.

Event description:
It was reported that; patient was operated on (B)(6), lower lumbar. Then on (B)(6), patient was operated for an extension of construct to t10 from l1. Patient came in complaining of pain. Surgeon was going to revise construct but decided bone quality of patient was poor and doctor removed everything. As shown on x ray pelvic screw did not hold onto rod. Blocker was still in the pelvic screw. Taking the rods out the rod was also broken.